Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Jaws are twisting and not holding the clips, when taking down ima (inferior mesenteric artery) in cardiac case, coronary artery bypass (cags). Damaged to the ima occurred. Latest incident occurred on friday (B)(6) 2021 but has been reported for the last 6 months. Refurbished replacement appliers were swapped over, however issue still occurred. Appliers sending back are from prior, will send remaining when received. Customer described damage as shredding of the ima. New clip applier was used until suitable, clipped above previously damaged area. Ima was still able to be harvested for bypass. Patient is fine, surgery was still successful.